Event description:
Patient being transported via bariatric bed with portable monitor, oxygen and assist of three. Right foot of bed wheel suddenly just broke off in hallway tilting bed. No harm to patient or transporters. Patient assisted to new bariatric bed using the titan lift. Taken without further incident to new room.